Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a gastric perforation in a 570gram premature infant, and indicated that the 989803183641 innersense temperature probe / feeding tube may have caused the injury. Surgical intervention was required to repair the perforation.